Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device able to be fired on the first firing with ease, however when the nurse changing the reload for the second firing, there was a disconnection occurred with the adapter and the shell, and the adapter fell to the floor. A manual stapler was used to resolve the issue in order to complete the case. There was no patient injury.